Event description:
It was reported that during a total vaginal hysterectomy procedure, the initial activations of the device worked fine. When trying to seal tissue, the jaws of the device were closed, activate energy, on second tone. The surgeon tried to advance knife blade and an error code "reactivate and reposition jaws". The jaws of the device would not open and had to be forced open. The surgeon tried two additional times and same occurrence. Ligasure impact was used to finish the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good condition but with excessive tissue in the jaws. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). There were no anomalies noted with the functionality of the device. The difficulty in opening the jaws may have been caused by the excessive tissue in the jaws. If the device was activated across a staple line or other metal in the jaws, this would cause the "reposition and reactivate" yellow alert screen to appear on the generator. The "replace instrument" screen is displayed after receiving two yellow alert screen messages of "reposition and reactivate" .